Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up check, this right atrial (ra) lead exhibited very low p-wave measurements and loss of capture. Lead dislodgement was confirmed via fluoroscopy. The following day, the lead was successfully repositioned. No adverse patient effects were reported.